Event description:
Customer called to report bg reading of "high". She stated that she looked in the viewing window and noticed that the cannula was bent. She then removed the pod and activated a new one. Discarded pod will not be returned.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggest that the pt always carry extra supplies in case of emergency.